Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 37 alarms noted during testing. Moisture damage was found on the electronic assembly and motor during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to successfully clear alarm. Customer was able to complete rewind. Customer was performed displacement verification test and self test were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.